Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: if device would not open, was the device pulled from the tissue in the closed status? Yes has additional tissue to be resected? Unknown.

Event description:
It was reported that the device was difficult to trigger. After firing the device the surgeon was not able to open it , only with maximum pull, the instrument has been pulled closed off sigma. No staple line was deployed and the device did not cut. The patient was not harmed, procedure completed with psee60a. No further information available

Manufacturer narrative:
(B)(4).batch # t5c23y. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. Event could not be confirmed as the device opened and closed without any difficulties noted. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.